Event description:
Hosp has had problems with the ph probes from medtronic. The clip keeps breaking off after one use. It breaks while inserting or removing the clip from the digitraper. They have gone through 11 of these items since january 2003 at a cost of $363.00 each.